Event description:
Reportedly, the white trocar was lost during the operation adn forgotten. The pt was re-operated on the next day when this was noticed; the tip was found in the douglas pouch. Procedure: end to end anastomosis.